Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gff,gfa, hsz. 510k maybe exempt/unknown. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure, for a retained non- implant grade piece of drill bit. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was doing a medial mal on an ankle fracture and the plan was to fix this was two (2) lag screws. Two (2) drill bits snapped on the posterior aspect of the patients tibia while drilling for a 3.5mm cortex screw and threaded hole with the long 2.5 mm drill bit when it was trying to penetrate the far cortex. Both broken pieces were left in the patient because it would have caused more harm than good to retrieve them. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown 3.5mm cortex screw ( part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) 2.5mm drill bit/qc/gold/180mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of post operative breakage, which agrees with the reported complaint condition. The drill bit broke at the transition from fluted tip to solid shaft. The broken off tip was not returned. DHR review: the returned device was manufactured in august 2018. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h707906 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Material analysis: the drill bit was specified to be manufactured from 440a stainless steel material. A review of the raw material device history record(s) determined the raw material lot h629122 met all specifications with no issues documented that would contribute to this complaint condition. Investigation conclusion: a definitive assignable root cause for the drill bit breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation was reviewed and found to adequately address the harm of this complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 310.23, lot number: h707906, part manufacturing date: 23 august 2018, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h707906 of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h673643 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.